Event description:
It was reported that 5 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability/difficulty to prime during use. The following information was provided by the initial reporter: material no: 320122, batch no: 9046859. Event description: consumer left voicemail reporting bad needles. Lot # 9046859, exp 02-22-2024. From phone call: consumer stated nothing comes out during the priming. It happened with few times with this box other times. Last week it happened with 3 needles. He uses the nano needle. Incident date-unknown. Occurence: 3 . Consumer uses new needle each time during injection. He rotates the injection site. He firmly attaches the pen needle. He visually tests the pen needle to see if it is straight. Stated, tear drop label is "green" no insulin flow when priming. 5 pen needles affected.

Manufacturer narrative:
Investigation: customer returned (4) open 4mm, 32g pen needles without the tear drop label. Customer states that nothing comes out during the priming. All returned pen needles were examined and all exhibited a broken non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that 5 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability/difficulty to prime during use. The following information was provided by the initial reporter: material no: 320122, batch no: 9046859. Event description: consumer left voicemail reporting bad needles. Lot # 9046859, exp 02-22-2024. From phone call: consumer stated nothing comes out during the priming. It happened with few times with this box other times. Last week it happened with 3 needles. He uses the nano needle. Incident date-unknown. Occurence-3. Consumer uses new needle each time during injection. He rotates the injection site. He firmly attaches the pen needle. He visually tests the pen needle to see if it is straight. Stated, tear drop label is "green". No insulin flow when priming. 5 pen needles affected.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability/difficulty to prime during use. The following information was provided by the initial reporter: material no: 320122, batch no: 9046859. Event description: consumer left voicemail reporting bad needles. Lot # 9046859, exp 02-22-2024. From phone call: consumer stated nothing comes out during the priming. It happened with few times with this box other times. Last week it happened with 3 needles. He uses the nano needle. Incident date-unknown. Occurence-3. Consumer uses new needle each time during injection. He rotates the injection site. He firmly attaches the pen needle. He visually tests the pen needle to see if it is straight. Stated, tear drop label is "green" no insulin flow when priming. 5 pen needles affected.